Manufacturer narrative:
Date of event: the event date was not provided. The first date of the month of the aware date was used.

Event description:
It was reported that stent dislodgement and stent fracture occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 4.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent dislodged from the balloon over some calcium. The physician had to reenter the vessel with a snare during removal the mid portion of the stent became fractured on the calcium that it was lodged on. All segments of the stent were removed using a snare. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.